Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of e2402 was chosen to capture the event of pneumoperitoneum. H6 code of e1906 was chosed to capture the event of "infection in the abdomen." Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. (Used for pneumoperitoneum). A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Aspiration pneumonia and post surgical infections are known complications of peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient was discharged following the procedure. On (B)(6) 2024, the vomitting continued and the patient was admitted to the hospital with abdominal pain and shortness of breath. The patient aspirated due to the vomitting and a blood analysis showed a crp of 482. General surgery was consulted due to free air in the abdomen. There was also an infection in the abdomen and it was cleaned. The patient remained in the hospital.